Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer leaked clenz (cleaning agent) around the pinch valve vl5. The leak was contained within the instrument, but the volume is unknown. The customer was wearing gloves, a lab coat, and eye protection at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. Msds was not reviewed, but the facility has an exposure control or risk management plan in place. No patient results were impacted. The field service engineer (fse) had observed that the source of the leak was the tubing at pinch valve vl7. Vl7 is the pathway for pressurized diluent to the white blood cell (wbc) bath for wbc dilution. The fse replaced the affected tubing. No further evidence of leaking was observed. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).